Event description:
Third party vendor medical optics is not repairing our scopes to OEM standards. Scopes were sent out to medical optics and were repaired with non-OEM parts. We know this because after the scopes were sent to medical optics twice for the same problem. Despite the report saying the scopes were repaired, they returned still needing to be repaired per borescope exam. I decided to contact the steris ims rep and have their lab look at the scopes. Pictures of the scope serial (B)(6) and parts were sent to us with descriptions of why they were not appropriate repairs. Non-OEM bending rubber was used and did not fit the scope causing exposed metal that would have been placed in circulation. There was blockage in another scope that would not allow a forcep to pass through the biopsy channel. This appeared to be from improper placement of adhesive. The image on an eyepiece was out of focus and bending section was bent. For scope serial (B)(6). The bending section is broken and the biopsy channel is kinked. According to the paperwork, the other vendor replaced the biopsy channel. This channel is severly kinked and damaged, including the bending section eyelets being damaged. Olympus. Reference report: mw5148427.